Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The control panel assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected during use. The unit would intermittently not switch to mechanical ventilation when requested. The bag/vent switch required to be toggled a few times and then mechanical ventilation would start. There is no report of patient injury.